Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched display window. No damage was noted to the display window.

Event description:
The customer reported via telephone call that the insulin pump screen is cloudy and difficult to read. The insulin pump passed the self test. The drive support cap was normal and recessed. The customer did not provide a blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted. No damage on display noted.